Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other xience prime referenced is being filed under separate a medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient was admitted with st elevation myocardial infarction. The patient underwent a coronary stenting procedure with implantation of a 3.0 x 38 mm xience prime stent and a 3.5 x 38 mm xience prime stent. Post procedure, the patient was in stable condition. On (B)(6) 2016, the patient died due to stent thrombosis. No additional information was provided.